Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient's ipg was inoperable following an unrelated procedure. The patient does not know if they set the ipg to surgery mode. Surgical intervention may be pending to address this issue.

Manufacturer narrative:
Corrected data: h6 investigation codes have been corrected in this report.

Event description:
Additional information received reports that the patient underwent surgical intervention in which the ipg was explanted and replaced on (B)(6) 2025.